Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament driver was replaced and the filament was calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's screen went blank and that there was a filament regulator error message displayed. No patient injury was reported.